Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000123998.

Event description:
It was reported patient experienced ineffective stimulation with the scs system which attributed to the lead; however, investigation was unable to identify which lead. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.